Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken stent implant was not confirmed; however, the stent implant was noted to be mangled. Stent damage was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use the xience prime stent delivery system (sds) stent implant was damaged/broken. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. No additional information was provided.